Event description:
It was reported that during a procedure to address the ipg having migrated (reference MFR. Report# 1627487-2018-12345) cultures were taken which indicated bacterial growth at the ipg site. The patient was prescribed oral antibiotics and additional surgical intervention was undertaken wherein the system was explanted.

Event description:
It was reported that the infection has been resolved.